Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for review and the pump remains in use. Additionally, a direct cause for the gradual increase in pump power could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6)2019 to (B)(6)2019, with overlapping data from (B)(6)2019 to (B)(6)2019. The pump was set to a fixed speed of 9600 rpm and operated above the low speed limit of 9200 rpm for the duration of the log files. The power ranged from 5.5 w to 8.0 w, the flow ranged from 4.1 lpm to 8.7 lpm, and the pi ranged from 3.0 to 5.8. The power appeared to gradually increase about 1 w from the start of the log files to the end of the log files; however, there were no sudden increases in pump power. The pi also appeared to gradually decrease from approximately 5 towards the beginning of the log files to approximately 4 towards the end of the log files. The rest of the log files consisted of pi events as well as power cable alarms and low battery advisory alarms which appeared to be associated with routine power exchanges. There were no atypical alarms and the log files appeared to show the system operating as intended. The account communicated that there were concerns for thrombus and submitted log files for further evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. Device thrombosis is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to concern for thrombus. During the analysis of the log multiple strings of low flow events where the low flow estimator dropped below 2.5 lpm which appear to be physiological in nature. There were no other unusual events seen within the log file and the pump is operating as expected. Additional log file submitted on 07dec2019 captured a slight upward trend in the pump power with a downward trend in the pulsatile index (pi) value. Additional information was requested but not provided.